Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that at a follow-up visit, the physician realized the left ventricular (lv) lead was not pacing effectively and changed the lv amplitude. The lead was checked under fluoroscopy and the physician suspected a lead fracture. The lead remains in use and they will continue to monitor the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.